Manufacturer narrative:
Batch review performed on 08-august-2019. Lot 166045: (B)(4) items manufactured and released on 16-dec-2016. Expiration date: 2021-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain caused by a loose tibial tray. The surgeon revised the tibial tray and tibial insert almost 1 year and 4 month after primary. The surgery was completed successfully.